Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that 1 year and 1 month after the dental implant was installed in intraoral region 20#, its loss of osseointegration was observed. Moreover, immediate load procedure was done and bone graft was placed.